Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the patient¿s severe calcification (bulky leaflets and annulus) of the aortic valve contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through our (B)(4) affiliate, during a transfemoral procedure in the aortic positon a piece of calcium lacerated the sinus of valsalva. The patient¿s pressure dropped and a pericardiocentesis was performed. The event was resolved and the patient was stable. The native annulus diameter measured 24mm x 30mm with an area of 595mm2 by CT. The native annulus was severely calcified, the leaflet was severely (bulky) calcified and the aortic root was mildly calcified. The sinotubular junction (stj) diameter was 29mm x 25mm and the sinus of valsalva (sov) diameter was 34mm x 33mm x 33m.